Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a knee revision approximately 2.5 months post implantation due to loosening. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42540200032 - patella - 67072324, 42502806801 - femoral component - 66790081, 42512200610 - articular surface - 65790177, 3325-020 - depuy cmw 2 gentamicin bone cement - (B)(6). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.